Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with pre-op diagnoses: spinal stenosis, l2-3, flat back deformity. Procedure: t4-s1 bilateral posterolateral fusion. T4-s1 segmental spinal instrumentation. (B)(4) osteotomies, t8-9, t9- 10 t10-11 and t11-12, l2-3 laminectomy, bilateral iliac fixation. Per-op: two kits of bone morphogenic protein were placed after decortication. Decortication was performed prior to placement of the rods. No other information was provided.

Event description:
It was reported that, the patient underwent spine fusion surgery on the thoracic and lumbar region at levels t4-s1. The patient was implanted with rhbmp-2 collagen sponge which was applied from posterior approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the posterolateral gutters). Post-op, the patient complained of progressively worsening low back pain with radiculopathy in her lower extremities, due to which patient underwent for 4 revision surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.